Event description:
Dealer stated that the right brake on a v18pfr wheelchair is broken. End user fell out of the chair due to the left brake not holding the chair steady. User reported that her right side was hurting. No alleged medical intervention.